Event description:
It was reported that the tip of the denali torque indicating wrench broke off intra-operatively. The procedure was completed sucessfully without surgical delay. No adverse consequences were reported.

Manufacturer narrative:
A visual inspection was performed and it was observed that the male hexalobe feature at the distal tip was fractured and material wear was identified on the device. Complaint history record review was performed and no similar complaints were identified for the reported lot number and no adverse trends were observed from review of complaint history associated with the subject catalog number. Manufacturing records were not available for review. It was reported that the tip of the device fractured during final tightening of the set screw. Follow up revealed that the device was most likely not used past the indicated limits as it is unknown if complex maneuvers or excessive forces were applied to the device. The cause of the reported event cannot be determined conclusively. Based on the visual inspection and on the follow up information it is likely that the tip fractured due to normal wear however this cannot be determined conclusively.

Event description:
It was reported that the tip of the denali torque indicating wrench broke off intra-operatively. The procedure was completed sucessfully without surgical delay. No adverse consequences were reported.